Manufacturer narrative:
Device evaluation: result of investigation: failure analysis was able to confirmed and duplicate the reported problem. Pt800 turb diff pres (turbine differential pressure) and pt802 exhl diff pres (exhalation differential pressure) transducers both railed high and unresponsive. This is a known issue which has been addressed with CAPA: 000000281 and scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.